Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were not responding. The blood glucose was 157 mg/dl. The customer stated that the time clock was not advances and advised to monitor the pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. The device will be returned for the analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Unit had intermittent act button response due to flattened buttons dome switch. No unlocked j2/lcd keypad connector noted.